Event description:
It was reported that the patient is deceased and died approximately 10 months after the cardiac resynchronization therapy defibrillator (crt-d) system was implanted. The patient's cause of death is unknown and no further information is available. The patient was a participant in the (B)(4) clinical study.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).